Event description:
On 23oct2025, an eye care professional (ecp) in switzerland called to report that a patient (pt) experienced irritation immediately after inserting an acuvue® vita¿ brand contact lens (cl) in the left eye (os) on (B)(6) 2025. The ecp advised that the os was fine ¿a short time after lens removal.¿ the ecp advised that the pt is an experienced wearer. The ecp did not notice anything unusual with the appearance of the suspect cl but did advise that the pt stated the ¿lens looked bigger in diameter and thicker than usual.¿ the pt has not used any medication thus far. The pt will seek medical attention with an ophthalmologist (date not provided). The ecp will contact the pt again for additional information. On 30oct2025, a call was placed to the ecp for additional information. The ecp reported that the pt had an ophthalmologist appointment on (B)(6) 2025. The ecp did not have any additional information. The ecp will contact the pt again in 2 weeks for additional information. On 13nov2025, the ecp provided additional information. The ecp advised that the pt was diagnosed with ¿iris inflammation and needs to take some medication but can't name them.¿ the pt ¿needs to pause wearing lenses for another 2 or 4 weeks.¿ the ecp reported that the ophthalmologist stated, ¿this was not caused by contact lenses.¿ the pt has additional follow-up appointments as treatment is not completed, and the eye is not healed. The ecp will provide additional information when available. The event was determined to be a serious adverse event on 13nov2025 with the diagnosis of "iris inflammation" provided by the reporting ecp. On 18nov2025, the ecp provided additional information. The ecp advised that ¿pt had this eye lid issue but still inserted lenses ¿ still inserted lenses while having symptoms.¿ the ophthalmologist instructed the pt to stop wearing lenses. The ecp will provide additional information once it is available. On 19nov2025, the ecp provided additional information. The ecp ¿must have misspoke and meant that the pt had symptoms such as itching and discomfort in the eyelid and consulted ophthalmologist.¿ the ecp advised that the ophthalmologist diagnosed the pt with ¿iris inflammation ¿ iritis.¿ the pt is still taking medication and still pausing wearing cls. The ecp does not know if the pt suffers from ¿an autoimmune disease or underlying medical problem.¿ the ecp will provide additional information as it becomes available. No additional information is known at this time. A comprehensive review of the manufacturing records for lot number: b018m6n was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os cl was requested for return for evaluation, but it has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.